Event description:
An administrator reported that the cassette's bag filled with air during vitrectomy surgery. When the cassette bag started to inflate, the system was exchanged and surgery was completed w/o impact on the pt following a ten min delay.

Manufacturer narrative:
The customer reported that the cassette drain bag filled with air during surgery. The company rep examined the system and no problems were found. The system was the test and met all product specifications. The company rep observed that the system was used improperly by the customer. The root cause of the reported event can be attributed to customer misuse. (B)(4).